Manufacturer narrative:
A specific root cause could not be determined based on the information provided. A general reagent issue is not obvious. Pre-analytical handling issues have been identified as the most probable root cause for the event as it seemed there was no time allowed for clotting or centrifugation.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The patient sample initially resulted as 0.171 miu/ml and this value was reported outside of the laboratory. The sample was repeated on a different analyzer and resulted as 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and resulted as 14950 miu/ml. The sample was also repeated on the original analyzer, resulting as 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and resulted as 15863 miu/ml. The repeat results were believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 18003903, with an expiration date of 12/31/2015. The field service representative determined there was an issue with the customer's handling of the sample. The elapsed time from sample collection to sample testing was not sufficient enough for clotting or centrifugation. The customer calibrated. All controls were acceptable to the customer and the system was found to be performing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).